Manufacturer narrative:
The peritonitis occurred on unspecified dates from ¿(B)(6) to (B)(6) this year¿. Upon follow up it was reported the cause of the peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was not further specified. The patient was treated with injection of an unspecified anti-inflammatory drug during hospitalization. Dianeal therapy was ongoing during ¿the early stage of treatment and withdrawn during the later stage of treatment¿. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported the patient experienced peritonitis "at present". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was ¿hospitalized for treatment¿ for the peritonitis. Treatment was not specified. Action with pd therapy and patient outcome were not reported. No additional information is available as the reporter declined follow up.